Manufacturer narrative:
UDI: (B)(4). Investigation summary:the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the there was a cut in the cable. The motor cable was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for the cut in the cable. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the handpiece device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.